Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au480 chemistry analyzer. The customer had replaced tubing, electrodes, reagents and reference solution. The customer indicated to cts that the reference solution was brownish in color. Cts recommended that the customer replace the reference solution and the reference electrode which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest the probable cause is a hardware malfunction. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) and high chloride (cl) patient results with anion gap issues for a seventy-three (73) year old, male patient on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics.